Event description:
Additional information was received that the patient received a low battery warning. It is unknown if this occurred prematurely. Surgical intervention may take place in the future to replace the ipg.

Manufacturer narrative:
Correction to section d6b. Explant date should have been (B)(6) 2026 rather than blank.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances on the right lead. As a result, surgical intervention was undertaken where the lead was replaced on (B)(6) 2026.